Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room in unstable cardiac health. Interrogation revealed that the right atrial (ra) lead polarity was unipolar due to a lead safety switch. Testing noted that the ra lead impedance measurements were less than 200 ohms in bipolar. Right ventricular (rv) lead impedance measurements were greater than 2000 ohms and there was also loss of capture (loc) observed at 7.5 volts at 0.4 milliseconds. A temporary pacing wire was added to provide patient reliability pacing support. New information received indicates that the patient underwent surgical intervention and the entire system (device and leads) were explanted and replaced.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room in unstable cardiac health. Interrogation revealed that the right atrial (ra) lead polarity was unipolar due to a lead safety switch. Testing noted that the ra lead impedance measurements were less than 200 ohms in bipolar. Right ventricular (rv) lead impedance measurements were greater than 2000 ohms and there was also loss of capture (loc) observed at 7.5 volts at 0.4 milliseconds. A temporary pacing wire was added to provide patient reliability pacing support. New information received indicates that the patient underwent surgical intervention and the entire system (device and leads) were surgically abandoned and replaced. Imaging confirmed rv lead crush.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.